Manufacturer narrative:
H.6. Investigation: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving false positive on cdpsil, bacteria, and virus. Field service was dispatched. Field service renormalized the reader and cleaned both heater mux. Instrument was returned to the customer functional. Complaint is unconfirmed. Root cause cannot be determined with the information provided. No parts were returned to bd for investigation. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: cdpsil, unspecified the following information was provided by the initial reporter: " occurs as a result of suspected false positive positive occurrence for 5 types of cdpsil, bacteria, and viruses".

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: cdpsil, unspecified the following information was provided by the initial reporter: " occurs as a result of suspected false positive occurrence for 5 types of cdpsil, bacteria, and viruses".